Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to connection issue of a communication bus cable. A field service engineer replaced the internal communication bus, adapter and external communication bus line to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es was offline. The customer reported that the station had shut itself down and the screen was stuck to a black screen. There was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.